Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, on an unknown date, while irrigating the femoral canal of the patient the end of the brush tip broke off into the canal. Laparoscopic grasper was used to retrieve the broken piece from the canal. The patient did not retain any of the detached pieces and all of the pieces were successfully retrieved. It was a delay of unknown time. Another device was used to complete the procedure. Due diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: a2, b4, b5, e1, g3, g6, h2, h3, h4, h6 and h11. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
There was no additional information associated with this malfunction.